Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out procedure, the physician observed a lead impedance measurement anomaly. The physician elected to retain the adapted lead and monitor the patient.